Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was diagnosed with peritonitis and expired due to complications. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6)2026 following abdominal pain and vomiting at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6)2026 presented with escherichia coli in the culture and a wbc count of 5591/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed vancomycin, cefepime and flagyl (routes, dosages and frequencies not reported) to address the infection while hospitalized. The patient was able to undergo one renal replacement treatment (modality not reported) on (B)(6)2026 during this admission. Per the initial report, the patient¿s pd catheter (not a fresenius product) was removed emergently as a result of the infection. The patient expired on (B)(6)2026 while hospitalized. The patient was not on any modality of dialysis at the time of death. The exact cause of this patient¿s death was not reported as it was initially reported that the patient expired due to complications. The patient¿s complications were suggested to be related to the surgical removal of the patient¿s catheter; however, this could not be confirmed. Though the exact cause of the patient¿s adverse events were not provided, it was reported that there was no indication the patient¿s peritonitis, the associated hospitalization and his subsequent death were the result of a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was diagnosed with peritonitis and expired due to complications. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain and vomiting at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2026 presented with escherichia coli in the culture and a wbc count of 5591/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed vancomycin, cefepime and flagyl (routes, dosages and frequencies not reported) to address the infection while hospitalized. The patient was able to undergo one renal replacement treatment (modality not reported) on (B)(6) 2026 during this admission. Per the initial report, the patient¿s pd catheter (not a fresenius product) was removed emergently as a result of the infection. The patient expired on (B)(6) 2026 while hospitalized. The patient was not on any modality of dialysis at the time of death. The exact cause of this patient¿s death was not reported as it was initially reported that the patient expired due to complications. The patient¿s complications were suggested to be related to the surgical removal of the patient¿s catheter; however, this could not be confirmed. Though the exact cause of the patient¿s adverse events were not provided, it was reported that there was no indication the patient¿s peritonitis, the associated hospitalization and his subsequent death were the result of a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by vomiting and abdominal pain. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis cannot be determined; however, there was no indication of a causal or contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. This is further evidenced by the presence of a microorganism that is part of the normal flora of human gastrointestinal (gi), genitourinary (gu) and aerodigestive tracts. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. A temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The cause of this patient¿s death was not provided by the admitting facility; however, there was no indication of a causal or contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Manufacturer narrative:
Correction provided in h10 and h6. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.